Event description:
It was reported that right atrial (ra) lead exhibited noisy signals on stored pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) recommended further lead evaluation. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).